Event description:
It was reported that the patient¿s ilet pump exhibited a hardware issue in which the screen bezel separated, and the device was replaced after standard troubleshooting and education were completed. Symptoms included no adverse clinical effects. Outcomes included no impact to health, with the patient continuing therapy using backup methods and the cgm application as advised. Investigation included verification of serial information, confirmation of shipping and return logistics, guidance to sync data to the mobile app, instruction on proper shutdown to prevent alerts, and education that data would not transfer and that startup would be required on the replacement device. Investigation of this case revealed a device structural separation consistent with a screen/bezel component problem; no alerts or alarms occurred. It was concluded, based on previously established findings for similar reports, that the cause was a device component failure related to the screen assembly.